Manufacturer narrative:
The device was not returned to zoll medical corporation instead, two color lcd display cables were received. The reported malfunction could not be duplicated. The color lcd display cable was tested in a test device without duplicating the malfunction. A replacement color lcd display cable was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.